Event description:
It was reported the programmer failed to print reports following an implantable device interrogation at a patient follow-up. An error message displayed stating there was not enough disk space remaining for print later and to delete old reports in the queue, then print the report. Full-size reports would show in the print queue but would not print to printer or usb (universal serial bus) stick. The programmer was returned for repair. No patient complications were reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event of the programmer failing to print reports. A loose ECG (electrocardiogram) connector was found on a circuit board, system error messages were noted in the programmer logs, the system fan was noisy, and there were broken tabs on the power cord bay door.